Manufacturer narrative:
A2) patient date of birth and age - not available from facility. A3b) patient gender - not available from facility. A4) patient weight - not available from facility. B7) other relevant history - not available from facility. D4/h4) the lot number was not provided; thus, the following information is unknown: unique ID, expiration date, and manufacture date. H3) the lld ez was discarded, thus no returned product investigation was performed. H6) per IFU, perforation is a known risk of complication with use of the lld device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove two right ventricular (rv) and two right atrial (ra) leads due to fracture. Spectranetics lld ez lead locking devices (lld ezs) were inserted into each lead to provide traction. Beginning with a spectranetics glidelight laser sheath and spectranetics tightrail rotating dilator sheath, one rv and one ra lead were removed successfully. Next, using the same glidelight, the second rv lead was removed; however, a pericardial effusion and rv perforation were detected via transesophageal echocardiogram (tee). Rescue efforts began, including pericardiocentisis, and the patient stabilized. The extraction procedure continued, and the remaining ra lead was snared from the groin and removed. The patient survived the procedure. This report captures the lld ez device providing traction to the rv lead when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.